Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that all battery chargers were replaced and two battery trays were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire exams task of a sacroiliac and thoracolumbar procedure, shut down as the batteries were noticed to be not charging. The system would not shoot 2d images and beeping was heard from the inside of the image acquisition system (ias). It was also noticed that the x-ray indicator was blank on the front of the ias. There was a delay to the case of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Updated with additional information received on the initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stating that the procedure was a tlif, completed with navigated screws. When the imaging system stopped working, it was for the confirmation spin only at the end of the case. The image that was attempted to be acquired was 2d exposure for isocenter. The surgeon checked the final screw placements with a c-arm instead. There was a reported delay to the procedure of 5-10 minutes and no impact on the patient as a result of this issue.

Manufacturer narrative:
The motor battery charger was returned to the manufacturer for analysis. It was reported that there was an electrical failure that confirmed the reported issue. The battery charger 1 and battery charger 2 were returned to the manufacturer for analysis. Both had leaky capacitors. If information is provided in the future, a supplemental report will be issued.